Event description:
Reportedly, on 11-march-2024, the transmitter constantly displays a technical problem.

Manufacturer narrative:
Analysis of the returned subject device did not permit to confirm the reported event. Upon reception, the smartview connect work correctly, and no message ¿technical problem¿ is display. No main origin of the reported event could be established. Analysis of historical data permit to conclude that the most probable hypothesis is that corruption of the file in the storage system occurred. The zip file used to send one of the trace files to backoffice is therefore empty. According to code, this is an unexpected error case and it is managed by displaying the ¿configuration issue¿ troubleshooting screen. No general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.

Manufacturer narrative:
Device analysis and files review are still ongoing, results are not available yet.

Event description:
Reportedly, on 11-march-2024, the transmitter constantly displays a technical problem.